Event description:
A hospital reported to our distributor that when they connected rt225 infant bias flow breathing circuit to a ventilator, the heater wire alarm of the mr850 humidifier sounded. They reported it seemed the heater wire was broken. The hospital staff subsequently replaced the breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The product involved in this complaint is not sold in the USA, but it is similar to a product which is sold in the USA. The resistance of the heaterwire in the inspiratory limb was tested. Results: the resistance of the heaterwire was higher than the acceptable limit. This would have caused the humidifier to alarm. There were no similar complaints for this lot number. Conclusion: higher resistance in heaterwire is usually associated with improper crimping of the connector to the heaterwire during production. Every breathing circuit heaterwire is electrically tested during production. Those that fall are rejected. This suggests the resistance of the heaterwire changed after the device was released to market. The humidifier detected this and issued the heater wire alarm. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.008%.